Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details has been received at this time. Should additional information become available, a follow-up report will be submitted.

Event description:
End user states wafer is extremely hard to remove. No patient harm was reported.